Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4), 2007) advisory population.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced. It was alleged that the device life was shortened due to the mid-life display of replacement indicators advisory. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.